Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the line power light of the viewing station of the imaging system was not illuminated. The reported issue occurred when the viewing station of the imaging system was plugged into at its storage location. The system was plugged into a known operational outlet and powered down. There was no patient present when this issue was identified. No additional information was provided.